Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4). No display or display failure analysis lab received a vela front panel and conducted a visual inspection. Visible ingress spots were noted around the edges on the touch screen display. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. A display calibration was performed. The touch display interaction was successful and calibration was performed. The customers issue could not be duplicated. The unit failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch screen. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. The touch screen is unresponsive and looks like water spots on the screen. A replacement front panel was sent to the customer.